Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the connector was loose. It was also noted that the stylus was missing, the latch in the bezel was cracked, there were software errors in the error log and the touchscreen was damaged in several places.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported that the electrocardiogram (ECG) connector was loose. The programmer was returned to the manufacturer for servicing. There was no patient involvement.